Manufacturer narrative:
(B)(4). Product under evaluation.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of lo blood glucose result. Consumer is not a diabetic patient so expected fasting blood glucose test result range not verified. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently not taking medication to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 186 mg/dl and 194 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 03/23/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date / time not set): (B)(6). Adverse event not reported.

Event description:
Consumer complaint of lo blood glucose result. Consumer is not a diabetic patient so expected fasting blood glucose test result range not verified. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently not taking medication to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 186mg/dl and 194mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 03/23/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date/time not set): 186mg/dl, (B)(6) 2008, 12:06pm, fasting: no; 194mg/dl, (B)(6) 2008, 12:03pm, fasting: no; lo, (B)(6) 2015, 12:16pm, fasting: yes. Adverse event not reported.